Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Local service department checked the subject device and found that the image had horizonal stripes and the screen was black occasionally due to damaged ccd unit. It was also found that the cable was worn and scratched. From above, it was presumed that the image failure occurred due to failure of ccd unit or cable, but the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the image had horizonal stripes and the screen was black occasionally due to damaged ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, the screen went black. The facility finished the cholecystectomy with another similar device. There was no report of patient injury associated with the event.